Event description:
It was reported that the 9900 system continues to indicate fluoro after the x-ray button is released. Also the display intermittently goes blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced and the 5volt fuse and the system interface board were cleaned and re-installed during the service call. The system was tested and found to be working as intended, and put back into service.